Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a sensor failure. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.